Event description:
It was reported that; the inserter would not compress or expand the implant during the case and not back-up was in the room.

Manufacturer narrative:
Lot# 06241404-60. Visual inspection; functional inspection; device history review; complaint history review; risk assessment; no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The plausible root cause is gear teeth deformation.

Event description:
It was reported that; the inserter would not compress or expand the implant during the case and not back-up was in the room.